Event description:
It was reported - original surgery l5-s1. One month follow-up ok. 3 month follow-up ok. The following month patient complained of pain, x-rays indicate broken rods, six days later removed 90d, regrafted and xia implanted , l5-s1.